Event description:
Same case as MDR ID#: 2134265-2013-03912;2134265-2013-03917. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion however, after connecting the sled to the mdu; they pushed the auto pullback button but it didn¿t work. They reconnected the sled to the mdu for the second time and also they reconnected the catheter to the mdu. However the issue was not resolved. The physician did not attempt to performed manual pullback. The procedure was completed with another with same device. No patient complication was reported and patient¿s condition is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).